Event description:
The staff reports that under optimal conditions, the physician was unable to affix the bravo capsule because the plunger on the bravo delivery system broke. The md and staff do not know what caused the plunger to fail. The device did not appear defective or broken and the md and staff report that excessive force or torsion was not applied to the device. Another bravo device was used and successfully launched the probe. The patient was not harmed by this event. We are awaiting return instructions so that the manufacturer can conduct an analysis and investigation.